Manufacturer narrative:
This report is filed on july 05, 2017.

Manufacturer narrative:
This report is filed on july 05, 2017.

Manufacturer narrative:
This report is submitted on june 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed infection, abscess and granulomas at the implant site. IV and other antibiotics (specific type and date not reported) based on the cultures tested were administered; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. It was also reported that the patient experienced an extrusion.